Event description:
The patient had an estimated blood loss of 567ml when the content of three extracorporeal circuits was not returned as a result of clotted filters. According to the dialysis rn, there were issues with the access catheter which lead to the filter clotting. The patient did receive blood transfusions following the blood loss.

Manufacturer narrative:
The device history record and complaint history files related to the used prismaflex m150 sets could not be checked as the lot number is unknown. The used prismaflex sets were discarded after the event and no further investigation could be performed. The root cause of the reported event remains unknown.